Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display and a missing battery cap contact. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (end cap address label fading). Blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed at the battery compartment. Missing battery cap contact was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1780. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780 was requested for return and customer has returned.